Event description:
The pt stretched and caught her implantable neurostimulator on the chair. She felt a sharp pain at the pocket and a jolting sensation in her neck where the leads were placed. Afterward, there was no communication with the device with either the pt, programmer, or recharger. The pt was unable to adjust stimulation, with or without the programming antenna. The last recharge was 1 week prior to the complaint. Troubleshooting with technical services did not resolve the problem. The pt was referred to her hcp and field rep. The pt had recently lost 20 lbs. Her implantable neurostimulator was located in her abdomen. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.